Event description:
It was reported that during a prostate procedure "the fiber was broken on the white sheath, 10cm after the connection with the resectoscope during vaporization." The procedure was completed using a second fiber. Patient outcome: "no injury" reported.